Event description:
It was reported, discovered a hole at level of 4cm mark during use. Additional information received on 03/17/2025. No patient harm. Health care provider was present when issue occurred. Fluid that leaked was nacl. Additional medical intervention/medication was not required. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed; however, the exact cause is unknown. An initial visual observation of the video showed the catheter implanted in the patient. Fluid was forcibly leaking from the catheter tubing near the entrance site as the device was flushed. While a leak was observed in the catheter tubing of the sample in the returned video, no details of the damage could be discerned. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.